Manufacturer narrative:
The device has been returned and evaluated by product analysis on 11/27/2017 with the following findings: during visual inspection of the pump, it was observed that the keypad was intact; all the buttons were responsive during the investigation. The keypad cover was removed and there was no contamination or physical damage found. The pump was opened to inspect the keypad flex and it was found to be fully seated in the connector with the latch closed. The pump was opened and there was no evidence of the moisture corrosion near keypad connector. The investigation was unable to duplicate the initial complaint about an unresponsive keypad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging a button/keypad issue; unresponsive keypad buttons. There was no indication the product caused or contributed to an adverse event. This complaint is being reported because the issue can result in inadvertent or incorrect insulin delivery or the inability to use the pump.